Event description:
A malfunction was reported by the caller while loading a new cartridge and site, displaying "malf 12" on the pump. Despite this issue, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer continued to use the pump for insulin delivery.